Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a link switch issue. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem 'link switch' could not be confirmed through the event history log (ehl) review or reproduced during service. The device was found to be within specification during testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.